Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter; product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2021, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 17-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at 0.5372 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that during the visit the pump drug was being changed from morphine to bupivacaine (0.1 mg/ml at 0.005 mg/day) and dilaudid (0.1 mg/ml at 0.005 mg/day). During the system content removal procedure, the hcp was unable to aspirate any fluid via the cap (catheter access port) so the procedure was aborted, and they were going to program a bridge bolus instead with the drug change. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Event description:
Additional information was received indicated that the cause of the inability to aspirate the catheter was unknown. It was reported that the device was implanted. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.